Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During the subsequent repositioning, the pump was pulled back across the aortic valve and attempts to re-cross the valve were unsuccessful. The pump was removed to facilitate backloading and reinsertion of the device; however, resistance was encountered, resulting in a bent guidewire. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issues and positioning issue. The device was received for evaluation. The root cause of the reported issue could not be determined; however, the most likely root cause of the delivery issue was due to patient condition related. The root cause of the positioning issue was wireless re-access. Since the pump was pulled out during repositioning and the impella is not indicated for wireless re-access per IFU 0048-9007. The root cause of the delivery issue was a damaged guidewire. Impella cp with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.